Event description:
Nurse returned the ratchet wrench with the remark "ratchet does not grasp". She further reports that this was notice during a surgery and that the surgery could be finished using an alternate device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.